Event description:
It was reported via repair work order that the head end jack is stuck in the up position and will not lower due to a non functioning jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.